Event description:
It was reported that during an unknown procedure, the clips did not go completely in the jaws and were malformed when they were fired. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Floor out of position, dropping or ejected clip the analysis results found that the er420 device was returned with floor out of position. In an attempt to replicate the reported incident, the device was functionally tested to detect any feeding issues. Upon firing of the device, two clips were ejected. In order to evaluate the device¿s internal components the device was disassembled, damage on the top shroud was found due to the floor being out of its position and sixteen clips on the clip track were found. However, it could not be determined what may have caused the found condition of the floor. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Caller states the patient tested 1.6 inr on the coaguchek xs system and 7.6 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.